Event description:
It was reported that during a procedure of the moderately tortuous, concentric, heavily calcified, 75% stenosed, proximal right coronary artery (rca), the balance middleweight (bmw) elite guide wire was delivered and a non-abbott micro catheter was advanced over the guide wire, however, the devices became stuck. Both devices were removed as a single unit. Outside the anatomy the devices were attempted unsuccessfully to be separated by pulling the catheter proximally. The bmw elite guide wire tip was pulled distally and the two devices were successfully separated. The procedure was continued using a rotawire and a non-abbott guide wire and a rotablator was used. Balloon catheter dilatation and stent deployment followed with no reported adverse issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot 50; guide cath: heart rail, finecross; other: corsair micro catheter. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.